Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the likely root cause of the reported problem was a failed filter, designator fl10 of the power supply assembly.

Event description:
It was reported by the customer that the device will not operate on battery power. There were no reports of patient use associated with the reported failure.